Manufacturer narrative:
Cause of death and date of death unknown. The phone number listed is no longer active, no further information is able to be obtained. Attempted to call hcp on file and was told hcp is no longer practicing. Device not available for evaluation.

Event description:
Patient's unauthorized sister-in-law reported the patient has passed away. She would not provide any additional information and disconnected.